Manufacturer narrative:
Fp 1000 has two (2) q-prep modules. In this event left q-prep module had the short circuit the complaint was assessed by a compliance engineer with the following conclusions: the voltage going through this circuit is 24vdc and as such it's below what is considered to be safety critical. Thus there is no shock hazard. The current is also limited at the power supply level; therefore the risk of this posing a fire hazard is very low. The effect of a short would be limited to perhaps some sparking, but flaming is unlikely. The entire enclosure of the fp1000, including its top cover, is designed to be a fire enclosure. The root cause is unknown.

Event description:
A beckman coulter inc. (Bci) reported the upper part of the vortex motor pulley was rubbing against the positive supply line of the vortex motor eventually exposing the live wire to the metallic side of the pulley causing a short circuit, damaging the functionality of the q-prep. No erroneous results were reported outside of the laboratory. No death, serious injury or change to patient treatment as a result of using the fp 1000. No sparks, smoke, only a burning smell coming from the instrument as a result of the short circuit. No patient information is associated with the incident. The problem was found by the fse while troubleshooting the defective q-prep module.